Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased threshold measurements and high pacing impedance measurements greater than 2000 ohms. A lead revision procedure was performed and this lead was surgically capped. No adverse patient effects were reported.

Manufacturer narrative:
If additional information is received, this report will be updated.